Event description:
This lead was returned with oos documentation from biotronik rep. This sys was removed due to infection. This sys was not replaced. Also associated with this report: lumax 340 vr-t. MDR: 1028232-2008-00519.